Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed the remaining clips within manufacturing specifications and then, it locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The customer contact reported unrestricted flow. It was reported that the tubing set was primed with an unspecified IV solution. The cair clamp and the two slide clamps were placed in the closed position and the solution container was hung on an IV pole in preparation for later use. After an unspecified length of time, prior to pt use, it was reported that although the clamps were engaged, fluid continued to drip from the distal end of the tubing set. It was reported that the tubing set remained in clinical use and was connected to the pt. The customer contact reported that "once the tubings are connected to the patients, the dripping is no long an issue." There were no reported adverse pt effects and no reported delay in therapy critical for this pt. No medical interventions were required. Though requested, no add'l info was provided.

Event description:
It was reported that the device was used during an unknown procedure. The tip of the jaws were broken when taken out of the packaging. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.